Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged mpu patient cable was confirmed when the unit was evaluated by depot services. The rubber boot on the mpu patient cable connector block was separating from the connector block. The unit was repaired by replacing the mpu patient cable. Also, the battery door was cracked around the retaining screw; the damaged door was replaced. The repaired mpu was tested and returned to the rental/loaner pool. The patient cable connector block was examined and no ingress or damage were found. The overmold did not interfere with power cable lead connections. The patient cable connectors are molded into a hard form block; the block is then over-molded (with rubber). The issue with the over-molding was cosmetic and not functional. The mpu unit was over 5 years old. The reason for the over-mold separation was not determined in this analysis. The mpu assembly (pn 108285) was made 07jun2016. The mpu unit was packaged (pn 107758) and placed into stock on 24jun2016. The rental unit (pn 100160304) was last service on 15oct2018. The unit was sent to the customer on 18jul2021. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a loose rubber encasing of the patient cable and the battery door was cracked.